Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that when they go into the app they get the message that the 'system is operating at maximum settings, therapy cannot be increased' even if the setting is at 0.4. The patient stated this is happening in every program. Patient said they have turned their therapy off and restarted and done all the stuff in the troubleshooting book, but therapy won't let them increase anything. The patient pressed ok and the message went away, but as soon as they try to increase the therapy, it will not allow them to increase anything on any program, no matter what they do. The patient said that they already contacted their health care provider (hcp)  but hcp told them to call. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that the cause of the maximum settings message was not determined and that the first available appointment to see the managing doctor isn't until july. They noted that they had an appointment scheduled for july 2 and that the issue had not yet been resolved. Additional information was received from the patient. All of the leads were broken and surgical repair was scheduled for (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2qrgd serial# implanted: (B)(6) 2023; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-apr-2024, UDI#: (B)(4). B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.